Event description:
The medline ivc/angiogram tote was altered unbeknownst to the trauma or (operating room) staff. Had an emergency case, there were no highlighted items on the inventory sheet to reflect items were missing, crucial items missing were needed: the micropuncture kit, the transducer cover, the preprinted label sheet which reflect all medications for labeling. Informed the medline onsite team in the past about these recurring issues.